Manufacturer narrative:
Per the surgeon the pt's skin flap healed well. The pt was reimplanted on 02/18/1998 and is doing well with her new device. The sterilization investigation report from cochlear ltd. Concluded the implant was unlikely to have contributed to the reported infection. This is a final report.